Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The customer repeated the samples after proper centrifugation and results were as expected. The tsc explained to the customer the importance of proper sample centrifugation. The cause of the discordant, falsely low na, k and cl results is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on four patient samples on a dimension xpand with hm instrument. The instrument flagged the results and the discordant results were not reported to the physician(s). The samples were re-spun and repeated on the same instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.